Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - this biomonitor was explanted due to a possible infection. A white spot and mild redness were observed near the implant site. The sutures were removed, pocket was emptied and cleaned. There is no replacement at this time.